Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device 8015 had error 255-202-2 was not identified during the customer call. Tech support advised the customer that the error message 255-202-2 on the 8015 is caused by a software-related issue. They recommended to reflash the software and replace the logic board (if the issue persists). Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8015 had error 255-202-2. There was no patient involvement.